Event description:
It was reported that the wire tip detached. The target lesion was located in the moderately tortuous and mildly calcified vessel. This 180x25cm fathom -16 guidewire was selected for use. During the procedure, the device was in the distal prostate and while torquing the wire, the tip of the wire detached inside the catheter, 3 cm from the tip of the wire. The catheter was removed with the wire and with the detached part of the wire. The procedure had been completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
B1: updated with product problem. Device evaluation by manufacturer: the device was returned for analysis along with the torque device. Visual inspection of the guidewire was performed, and it was observed that it was detached and kinked at the distal tip.

Event description:
It was reported that the wire tip detached. The target lesion was located in the moderately tortuous and mildly calcified vessel. This 180x25cm fathom -16 guidewire was selected for use. During the procedure, the device was in the distal prostate and while torquing the wire, the tip of the wire detached inside the catheter, 3 cm from the tip of the wire. The catheter was removed with the wire and with the detached part of the wire. The procedure had been completed with this device. There were no patient complications as a result of this event.